Event description:
One month old undergoing laparoscopic pyloromyotomy. During procedure, surgeons were using a single use dilator and cannula trocar. A tiny rubber ring on the trocar fell off in the patient's abdomen. It was retrieved immediately by surgeons without complication. Pt had no adverse effects from this incident.